Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Concomitant medical products: 141620 971590 bmt splined knee stm 20x80; unknown tibial bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03208.

Event description:
It was reported patient¿s knee was revised due to disassociation of the femoral component from the tibial tray. During explanation it was difficult to remove the product due to missing explanation instruments. Partial destruction of the proximal tibia for explanation. Attempts have been made and additional information on the reported event is unavailable at this time.